Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 5076, implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due medical judgement/upgrade. The device subsequently tested outof specification. No patient complications have been reported as a result of this event.